Event description:
Customer called reporting her keypad was not working, and her insulin pump is now alarming button error. She stated the down arrow has been working intermittently. Customer's blood glucose is 145 mg/dl. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. However, the device passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The unit had minor scratched lcd window, cracked display window corner, broken battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.